Event description:
It was reported that the patient temperature did not change on display. Per follow up 1 via phone on 01oct2020, the customer noted that the catheter was placed at around 7am, and at noon the temperature still had not changed. When the nurse touched the patient, the patient felt warm but the temp on the foley was a cooler temperature.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A potential root cause for this failure could be "lumen too narrow". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: ¿ as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient temperature did not change on display. Follow up 1 via phone on 01oct2020, the customer noted that the catheter was placed at around 7am, and at noon the temperature still had not changed. When the nurse touched the patient, the patient felt warm but the temp on the foley was a cooler temperature.